Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button stopped functioning. Contact verified the pump turned on when plugged into a power source. In addition, it was reported that an altitude alarm occurred while the customer was within labeled operating range, and the alarm was unable to be cleared. There was no patient involvement as the pump was not used for insulin therapy.